Manufacturer narrative:
The actual device was not returned; however, a companion sample was sent for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed, and the device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo plus solution administration set experienced simultaneous flow with a baxter secondary set. The reporter stated that the primary saline solution was hung on the baxter provided hanger. A baxter infusion pump was used with the setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.